Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise resulting in two episodes with a delivered inappropriate shock. The patient was then hospitalized. X-rays were completed to evaluate system placement. Device data and x-rays were sent to rhythmcare for review. The device was tested with provocative maneuvers tested in all postures. The device was subsequently reprogrammed from the primary to the secondary vector to mitigate further inappropriate therapy. This device remains in service. No additional adverse patient effects were reported.